Event description:
It was stated that the customer experienced high blood glucose levels. It was stated that the customer checked the insulin pump and noticed that insulin had leaked from the reservoir. The customer changed the infusion set, but still had a blood glucose reading of 20.2 mmol/l. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the selftest. The insulin pump alarmed no delivery during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.